Manufacturer narrative:
The suspect device has not been returned for evaluation. However, according to the insp/block valve test, the unit is leaking. The o2 cell has been replaced by the customer. Vyaire medical advised that the inspiration valve needs to be replaced as well. Root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista1000 giving error 400-inspiration valve or device leaky during ventilation on a patient. Furthermore, the patient was transferred to an alternative ventilation with no patient harm.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was able to determined root cause was due to leaking inspiration valve nt. Issue fixed after the new nt valve replacement.

Manufacturer narrative:
H1: corrected type of reportable event as serious injury.